Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set leaked after injection of agalsidase beta. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation; however, the device was contaminated with patient¿s blood. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A retained sample was also visually checked then leak tested. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed with no issues detected. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.